Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was in the range of 300 mg/dl to 400 mg/dl at the time of incident. The customer treated for high blood glucose with insulin pump. The customer was declined to troubleshoot for high blood glucose level. The customer was reported that the insulin was lost the power. The customer was also reported that location of damage was battery compartment where the cap screws in was cracked and piece which stuck to the battery cap that was came off. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the sleep current measurement, active current measurement, and displacement test. Device received with normal operating currents, no unexpected battery power loss alarms noted during testing. No unexpected replace battery now alarms, or low battery alarms noted during testing. Pump received without original battery cap. Unable to verify damaged or missing battery cap. Insulin pump also received with broken battery tube threads and cracked case behind the pump near the battery compartment.